Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Prior to procedure, the right atrial (ra) lead was found exhibited noise oversensing and low impedance. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.